Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited under-sensing and loss of capture. The physician opted to reposition the ra lead; however, it was noted that the helix rotation was not sensitive. The ra lead was not used and replaced during the procedure. There were no patient consequences.